Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 407658 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy for what was atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.